Event description:
After inflating the balloon for the seventh time, the balloon ruptured. While removing the balloon via the sheath, the balloon (along with the introducer) sheared off and became lodged in the right femoral artery (rfa). After many unsuccessful attempts at removal, the left femoral artery (lfa) was accessed and perclosed. Using a gooseneck snare, the balloon was snared and pulled into the lfa. However, the balloon would not exit via lfa. By this time the physician along with the vascular surgeon resident were at the bedside. In the meantime another physician continued attempting to remove the balloon. As plans were being made to take the pt to vascular surgery, the sheath, wire and balloon all came out intact from the lfa. After the equipment was removed, lfa was perclosed. No bleeding or hematoma was noted in the left groin. Pressure dressing was applied. Pt's hemoglobin and hematocrit pre-procedure was 9.8/33.1. Due to large amount of blood loss during retrieval process, the second surgeon ordered 2 units packed red blood cells to be given.